Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device came to the biomed shop from the customer with reports of low flow. In bypass mode, the pressure was -0.2 with a circulation pump command (cpc) was of 100 percentage. Per wo notes, they discussed that this was an indication that the circulation pump had failed. They would order the parts and replace them locally.